Event description:
It was reported that during use with 5 bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes the stopper separated from the tube. There was no report of any patient impact. The following information was provided by the initial reporter, translated from chinese to english: when blood was drawn, it was found that the cap and the inner rubber plug were separated, and 5 such blood collection tubes were found so far.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. The 90 retention samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly based on photos only. Bd was not able to identify a root cause for the indicated failure mode.